Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial (B)(4) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The evaluation followed a performance verification. A handpiece test was performed. The hp test returned a t1 max torque of 78. A grinding noise was coming from the handpiece while the test was being conducted. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is motor failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that before a navio tka procedure, during routine pre-op handpiece test, they had a torque reading of 58. The test was run again unsuccessfully. The equipment was swapped for its backup and the case proceeded like usual without delays. There was no patient injury or impact on the case. After the procedure, they ran another test on the faulty handpiece and it failed again. Also, they were unable to determine if the tip of the handpiece was bent/damaged. No other complications were reported.